Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d8 and h4 the device was returned to olympus for inspection, and the reportable event of a gap between the acoustic lens and ultrasound probe was confirmed. Based on the results of the investigation, since the condition of the subject device could not be thoroughly checked during investigation, the presumed cause could not be surmised. Per the technical evaluation result, it was pointed out that there might be a handling mistake of the facility. It was also pointed out that there might be wear/damage caused by an increase in time and use. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): [warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a gap between the acoustic lens and ultrasound probe. There were no reports of patient involvement.